Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 425 mg/dl, 458 mg/dl, and 461 mg/dl. Insulin pump passed high pressure test. Customer was able to treat high blood glucose and it went down to 238 mg/dl. Customer was educated on bolus wizard. Customer declined high blood glucose troubleshooting.